Event description:
It was reported that the right atrial (ra) lead was had dislodged. Fluoroscopy could not confirm that the lead was dislodged but the lead testing led to that conclusion. A revision procedure was performed and a new ra lead was implanted successfully. There were no additional adverse patient effects reported.